Manufacturer narrative:
H.6. Investigation summary: 252119 #3157376, we could confirm this issue as a report from photo. The issue was incorrect packout. No issue in retention and DHR. No trend. We will continue to monitor this lot.

Event description:
It was reported that the customer found that the contents inside of plate 7h11 agar deep fill japan 20 ea carton were actually haemophilus ID quad. No patient impact was reported.

Event description:
It was reported that the customer found that the contents inside of plate 7h11 agar deep fill japan 20 ea carton were actually haemophilus ID quad. No patient impact was reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. G5. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but it is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ selective seven h11 agar deep fill, catalog # 221868 with exempt 510k.